Event description:
On 2/23/83, an aus device was implanted. On 4/25/83, the control assembly implanted. On 9/3/96 the entire device was removed from the pt and replaced due to recurring incontinence-cuff atrophy.